Event description:
During use of the device for endoscopic saphenous vein harvesting, the user inadvertently damaged the vein at the branch causing an injury to the vein which required extensive repair. Suchers were used to repair the branch. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.